Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record was reviewed. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Due to the august 2015 FDA maintenance where the 3500a codes were updated, (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and a noise issue occurred. Noise from all the body surface and intracardiac signals was displayed on the carto 3 system and on the recording system. The cable was replaced with no resolution. The catheter was replaced and the issue was resolved. The procedure was completed and there was no patient consequence. Additional information was requested to see if there was any available electrocardiogram (ECG) signal for the physician to monitor the patient&#62688;heart rhythm, however it is unknown. Therefore, since it is unknown if there was an available ECG signal, this event is indicative of a reportable event as the lack of monitoring of cardiac rhythm while devices are intracardiac might lead to undetected cardiac rhythm that can be life threatening.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and a noise issue occurred. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.